Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, since the patient could not be contacted for additional information. The patient stated the alleged issue occurred at an unknown time on (B)(6) 2014. No blood glucose values which the patient obtained were documented. The patient denied taking any form of medication in order to regulate their diabetes, and it is not known if they had made any changes to their routine prior to the alleged inaccuracy. It was noted that the patient developed unknown symptoms at an unknown time in relation to the alleged inaccuracy; however, the patient said that they were unsure if the symptoms were related to their diabetes or to another health condition. At an unknown time on the same date the product issue allegedly started, the patient self-treated by having food/drink. It is not known if the patient tested their blood glucose on another device during this period. At the time of troubleshooting the csr noted that the customer was unwilling to answer any questions, so no information is available. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.